Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that up button was not working. The customer¿s blood glucose level was 81 mg/dl. The customer was stuck in unlock screen. The customer restart the insulin pump and it stated work again. The insulin pump passed self-test. The insulin pump will not be returned for analysis.